Event description:
Dr. (B)(6) called for the implants to be opened for a revision case using triathlon ts. The shrink wrap was removed from the box and the box opened to find there was no implant in the box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.